Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's mother stated that patient experienced pain and bleeding during the insertion of the sensor. It was indicated that the sensor did not start so they removed it. Upon removal of the sensor, the patient's mother stated they could see the sensor wire still on the patient's arm. She stated she removed the sensor wire but did not know if it had been removed completely. It was mentioned that the patient had a medical scan on (B)(6) 2018; however, the outcome is unknown. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).